Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial#: unknown, product type: lead. Product ID: 3095, serial#: unknown, product type: extension. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient episodes of fecal incontinence again. The patient said that she had a fall and hit in the zone of the neurostimulator. Impedance check (only the 1-3 shown high impedance). Stimulation was raised in all 7 programs to check sensibility but the patient felt no stimulation. After that, the hcp ask for a x-ray and saw a breakdown between the connection of the lead and extension. The hcp schedule a revision and possible change of the lead.